Manufacturer narrative:
The investigation was concluded on 07/13/21015 and it has been determined to update labeling with the comment "a weak true positive at the correct size (210bp) may be observed with b*40:08 and like samples." Life technologies performed a health hazard evaluation and concluded there was a negligible health hazard. Remedial action initiated.

Event description:
This report is related to customer complaint (B)(4) made against b locus ssp unitray 20 tests (sku 7870010, lot 027 1544274). The customer reported that the reactivity for lane 8 was negative for the b40:08 allele when the labeling indicates the reactivity should be positive. The labeling discrepancy may lead to the b40:08 allele being missing from the string of many possible alleles. The complaint was confirmed on (B)(6) 2015. The complaint and possible root cause is still under investigation.